Event description:
The patient had fallen and an x-ray (date not reported) confirmed that the leads had migrated. The patient was also unable to adjust stimulation and the recharger was showing end of service. The patient reported that the implantable neurostimulator (ins) had been turned off for several months without use or recharging. This was the third overdischarge. Surgery was planned, but not yet scheduled, to replace the ins and revise or replace the leads.